Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age or date of birth: requested, not provided a3: sex: requested, not provided a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted the actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record for the product model and lot number combination was conducted, and no findings were identified.

Event description:
The user facility reported when they started to use the angio-seal and introduced the guidewire, the guidewire did not come out and appeared to be "plugged." Upon passing the guidewire, a small piece of green plastic emerged, which was attached and secured with gauze by the doctor for terumo to examine. Photos are also attached. For the patient's closure, another angio-seal from the same batch was used without any issues. This occurred before use on the patient, during preparation. No patient injury was reported.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. Based upon the inspection of the returned sample the reported event was reassessed and deemed not reportable. One (1) 6fr angio-seal device was returned for product evaluation. The returned sample included the hemostasis sheath and locator. The device was visually inspected and found to have been in used condition with visible signs of blood. The sheath and locator were returned fully mated. The distal tip of the locator was found to have been broken. No other damage or issues were identified. The complaint was confirmed for a broken distal tip. The exact root cause cannot be determined. The likely cause was determined to have been damage to the distal tip of the locator during device assembly or during insertion over the guidewire. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).